Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed no capture exhibited by the right ventricular lead. A chest x-ray was unremarkable. Programming interventions were made. The patient was stable.